Event description:
As reported, an unknown exoseal vascular closure device (vcd) had issue during deployment; the indicator window does not change to change to black-black or black-red. The physician reports they spent fifteen to thirty seconds pulling back slowly and still did not see black-black. The procedure was completed using manual compression. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The physician has used the device for over ten years. The device was inserted to the black marker. The unknown sheath was pulled back until it connected and clicked with the wire cowling. There was bleed back stop/slows out of the bleed back indicator when the exoseal is being retracted, and the physician continues to pull back. The physician had the thumb placed on the plug deployment button during retraction. The device will not be returned for evaluation because it was discarded.

Manufacturer narrative:
As reported, an unknown exoseal vascular closure device (vcd) had issue during deployment; the indicator window does not change to change to black-black or black-red. The physician reports they spent fifteen to thirty seconds pulling back slowly and still did not see black-black. The procedure was completed using manual compression. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The physician has used the device for over ten years. The device was inserted to the black marker. The unknown sheath was pulled back until it connected and clicked with the wire cowling. There was bleed back stop/slows out of the bleed back indicator when the exoseal is being retracted, and the physician continues to pull back. The physician had the thumb placed on the plug deployment button during retraction. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be evaluated. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It was reported that the physician¿s thumb was on the deployment lever during retraction. Per the ifus, while holding the exoseal in the right hand, making sure the thumb is not placed on the plug deployment button, continue to retract the exoseal very slowly until the graphic patter in the indicator window changed to solid black. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.